Manufacturer narrative:
The insulin pump passed all functional tests including displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No hardware low level failures alarms are found in the formatted history files.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose value was 86 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had audio fail test. The device will be return for analysis.